Event description:
It was reported that the 3.0x15mm xience xpedition stent delivery system (sds) was prepped/flushed for use. During removal of the stylet and protective sheath, the stent implant dislodged. Reportedly, there was no resistance noted during removal of the sds from the dispenser coil and no resistance noted during removal of the stylet and protective sheath. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. Remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.